Event description:
It was reported that a trochanteric fixation nail hardware removal was performed. The originally implanted helical blade cut out of the femoral head. The patient's bone had disintegrated. There was a revision to a hemiarthroplasty. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The device history record shows lot# 6820155 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (6664549) met all specifications except the bars had painted ends. The bar ends are cut off and discarded, and would not have contributed to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.